Manufacturer narrative:
After further review MFR# 2916837-2020-00282 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that there are erroneous intracellular dna staining on patient samples while using bd facslyric¿ruo . There was no report of confirmation testing performed. There was no reported patient impact. Customer observed strange pattern on lyric that is different from what they used to get from cantos. This assay has intracellular dna staining on samples derived from bone marrow. They have performed this same assay on the bd facs cantos for years but haven¿t come across this same issue. Additional information received from customer: you asked if I can see the pattern in facssuite. I can. By gating on that hump seen on our non-aggregates in the fsc-a vs. Fsc-h plot, that hump population comes across as striations in our time gate as you can see on the attached file (the green vertical lines on top of the red at the bottom). That population seems to appear about every 40 seconds, which is how often the sheath pressurizes. Is that what¿s causing this increase in fsc-h? It doesn¿t look like any of the other parameters are affected by this. "I¿m fairly certain the pattern is related to the sheath pressure. I¿ve seen the change in fsc-h when the pump kicks on during acquisition. Some of our my team members here have said they have seen this pattern with our other panels, both intra-cellular and surface stained." Additionally, on 2020-11-24 the fse provided the following additional information: 1. Were any patient samples run? ¿ yes, their sample was from patient sample. 2. Were erroneous results obtained on patient samples? - no. 3. Were any erroneous results used in the treatment of any patients ?- no.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown FDA device problem code(s): 1535 FDA patient problem code(s): 2199

Event description:
It was reported that there are erroneous intracellular dna staining on patient samples while using bd facslyric¿ruo . There was no report of confirmation testing performed. There was no reported patient impact. Customer observed strange pattern on lyric that is different from what they used to get from cantos. This assay has intracellular dna staining on samples derived from bone marrow. They have performed this same assay on the bd facs cantos for years but haven¿t come across this same issue. Additional information received from customer: you asked if I can see the pattern in facssuite. I can. By gating on that hump seen on our non-aggregates in the fsc-a vs. Fsc-h plot, that hump population comes across as striations in our time gate as you can see on the attached file (the green vertical lines on top of the red at the bottom). That population seems to appear about every 40 seconds, which is how often the sheath pressurizes. Is that what¿s causing this increase in fsc-h? It doesn¿t look like any of the other parameters are affected by this. "I¿m fairly certain the pattern is related to the sheath pressure. I¿ve seen the change in fsc-h when the pump kicks on during acquisition. Some of our my team members here have said they have seen this pattern with our other panels, both intra-cellular and surface stained." Additionally, on 2020-11-24 the fse provided the following additional information: 1. Were any patient samples run? ¿ yes, their sample was from patient sample. 2. Were erroneous results obtained on patient samples? - no 3. Were any erroneous results used in the treatment of any patients ?- no